Manufacturer narrative:
Baxter sent an important product information letter to all hemodialysis administrators on october 1, 2004 with a matrix of bloodlines approved for use with the meridian (see attached letter). Medisystems blood tubing set, product code 5m6605 is not approved for use with the meridian. The customer had continued to use the 5m6605 blood tubing sets with the meridian. This tubing set meets some requirements for use with some of the dialysis center's patients. This is a pediatic dialysis center and the 5m6605 blood tubing set has a small extraporeal blood volume. Since this incident, baxter has replaced all the center's dialysis machines with a model of dialysis machine that is approved for use with the 5m6605 blood tubing set. The customer has had no further similar issue.

Event description:
The dialysis center reported the following information. The center was dialyzing a patient with a meridian hemodialysis machine and medisystem 5m6605 blood lines. About 30 minutes into the treatment, there was an air detector alarm and air was seen in the blood lines. The blood pump was stopped and blood was seen coming from the blood pump segment. The patient was moved to another instrument to complete the treatment. About 136 ml of blood was lost. There was no patient injury or medical intervention.